Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high pacing thresholds were observed on the right ventricular (rv) lead in addition to an alert for low pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.